Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant of the right ventricular (rv) lead, there was a perforation of the right ventricle. The rv lead was explanted with a thoracotomy approach. A new rv lead was implanted in another surgery. The patient's condition was stable following the procedure.